Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis confirmed the svc set screw issue in the laboratory. A lead insertion test was performed into several ports and the test lead did insert properly into the svc lead ore. However, the svc set screw was found to have insufficient travel in the connector block, preventing adequate torque from being applied to the df-1 connector of the lead. The cause was due to foreign material observed in the connector block threads which could not be normally observed in the field. All other set screws operated at normal specification. Letter #2: the presence of medical adhesive and metallic foreign material in the svc lead bore connector block due to an operator workmanship issue was confirmed. This clogged the connector threads and prevented proper engagement of the lead into the svd lead bore. Manufacturing personnel have been made aware of this field return and corrective measures will be implemented. As a result of this confirmed complaint, the manufacturing site is changing its manufacturing operations procedure to require that the connector.

Event description:
It was reported that during device changeout for low impedance, the svc port of the new device would not tighten and secure the svc lead trifurcation. This ICD was not implanted.